Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected, vitros amon results were obtained on a vitros 5600 integrated system. The most likely cause of the event was determined to be instrument related. There was no evidence that a reagent related issue contributed to the event. The investigation is ongoing to return expected system performance.

Event description:
The customer obtained multiple, non-reproducible, higher than expected, vitros amon results on a vitros 5600 integrated system. Information regarding the specific type of fluid is unknown. The following results were obtained: result 1= 110.5 vs. An expected result = 48.59 mol/l; result 2= 104.6 vs. An expected result = 72.65 mol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient results were reported during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).